Event description:
It was reported that the patient underwent replacement surgery. No complications.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that, following an unrelated surgery where the ipg was placed in surgery mode, the patient's ipg was unable to communicate with external devices. A manufacturer representative was unable to repair the ipg, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The event of a connection problem was reported to abbott. Following an unrelated surgery where the ipg was placed in surgery mode, the patient's ipg was unable to communicate with external devices. A manufacturer representative was unable to repair the ipg, deeming the ipg inoperable. The ipg was explanted and replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.